Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who's sensor failed shortly after application on (B)(6) 2014. The international distributor reported on behalf on the patient that, upon sensor removal, the sensor wire became detached from sensor pod. No medical intervention was necessary.